Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure there was a "loss of pressure in the injection function". The oil was injected manually and surgery was completed without harm to the patient.